Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up from the corresponding author indicated that no additional information is available.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: relationship of extreme cold weather and implantable cardioverter defibrillator shocks. American journal of cardiology. 2017; 120(6):1002-1007. Doi: 10.1016/j.amjcard.2017.06.031. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a retrospective audit of implantable cardioverter defibrillators (icds) and the relationship between extreme cold weather and inappropriate therapy. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients received inappropriate shocks. The author noted the study results indicate an association between extreme cold weather and ICD shocks. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.